Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing elevated blood glucose (bg) levels over 600 mg/dl and it was addressed with a bolus/manual injection. Reportedly, the customer went to the emergency room (ER). The customer's bg level lowered to normal by the time the customer was seen at the ER. It was unknown what the cause of the elevated bg was. As this event had occurred in the past, tandem technical support was unable to troubleshoot to determine a possible cause of the elevated bg level.